Event description:
It was reported that, during a laser lithotripsy procedure for a kidney stone utilizing a moses 365 micrometer laser fiber with the cvac aspiration system, the patient experienced minor bleeding. As a result, the procedure was temporarily paused. The physician noted that the bleeding was caused by the lasing performed with the fiber. No additional intervention was required other than routine foley catheter placement. A ureteral stent was placed to facilitate healing. No hospitalization was required. No further patient complications were reported.

Event description:
It was reported that, during a laser lithotripsy procedure for a kidney stone utilizing a moses 365 micrometer laser fiber with the cvac aspiration system, the patient experienced minor bleeding. As a result, the procedure was temporarily paused. The physician noted that the bleeding was caused by the lasing performed with the fiber. No additional intervention was required other than routine foley catheter placement. A ureteral stent was placed to facilitate healing. No hospitalization was required. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no specific fiber performance allegation reported, but it was noted that the fiber contributed to the reported patient symptoms. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. A review of the holmium fibers hazard analysis was completed and confirmed that the event of blood loss was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.